Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (right: 425cc, left:400cc) and experienced bilateral grade IV capsular contracture and left-sided rupture postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The patient was fully recovered after the revision surgery. The devices were inadvertently discarded upon explantation and are not available for product evaluation. This report is for the right-sided prosthesis.

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (right: 425cc, left:400cc) and experienced bilateral grade IV capsular contracture and left-sided rupture postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The patient was fully recovered after the revision surgery. The devices were inadvertently discarded upon explantation and are not available for product evaluation. This report is for the right-sided prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).